Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total left knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component. The surgeon reported the tibial component was grossly loose at the implant to cement interface, and easily removed with just finger pressure. He noted the femoral component was stable and not revised. The patellar component was not revised. The patient was implanted with attune knee system and depuy cement x 2. There were no complications reported with the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2018, (lt knee).

Manufacturer narrative:
This is a duplicate of 1818910-2018-71257. This report is being retracted as it is a report duplication. 1818910-2018-71257 will be kept for investigational purposes.